Event description:
Ous MDR - after an unknown implant duration oversensing was reported. Insulation damage was observed upon the explantation. No adverse pt side effects have been reported. The device was explanted. No dates were provided.

Manufacturer narrative:
Ous MDR.